Event description:
Via a monitoring service - rv elevated sic, pacing impedance variation, high pacing impedance, oversensing, lia noted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).